Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had been stuck in critical override. A technical support specialist (tss) dialed into the server and checked the station, which was no longer in critical override. The tss emailed the user to inquire whether the issue had been resolved and advised that the case would be closed if the issue was resolved. The tss informed the user via email that the case would be monitored for 24 hours and closed if no further issues occurred. The case was closed after receiving confirmation from the customer via email. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, all pyxis machines stuck in critical override and stopped working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.